Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially applied with no knife blade damage. The single use loading unit (sulu) was loaded into a pmv representative instrument for functional testing. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal gastrectomy, when using the loading unit, it was too stiff and the knife did not move. The surgeon tried to fire on nothing without tissue clamped, but the knife still did not move at all. When using another loading unit, the knife bent and could not cut at all however, the staples have been properly formed until the end. They were not able to cut with the knife. The procedure was completed with another device. There was no patient injury.